Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice ablation along with essure insertion" in (B)(6) 2013. The patient's medical history included gravida ii, parity 1 (vaginal delivery 20 years ago), embolism (unspecified site), thrombosis (unspecified site) and delivery (edd: (B)(6) 2013). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin conditions"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dermatitis allergic, menorrhagia and vaginal haemorrhage had resolved and the depression, urinary tract infection, post procedural complication, vaginal discharge and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , abdominal pain, general. Abnormal. Bleeding. Patient received treatment for events pain, bleeding. Fu (B)(6) 2020: per pfs: date of essure insertion: (B)(6) 2013 (previously reported as (B)(6) 2013). Per mr: date of essure insertion: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice ablation along with essure insertion" in (B)(6) 2013. The patient's medical history included gravida ii, parity 1 (vaginal delivery 20 years ago), embolism (unspecified site), thrombosis (unspecified site) and delivery (edd: (B)(6) 2013). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin conditions"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dermatitis allergic, menorrhagia and vaginal haemorrhage had resolved and the depression, urinary tract infection, post procedural complication, vaginal discharge and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , abdominal pain, general. Abnormal. Bleeding patient received treatment for events pain, bleeding. Fu (B)(6) 2020: per pfs: date of essure insertion: (B)(6) 2013 (previously reported as (B)(6) 2013). Per mr: date of essure insertion: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical record received. Events "abnormal bleeding (menorrhagia/vaginal bleeding), depression (previously reported as psych injury), anxiety, vaginal discharge, medical device monitoring error was added. Patient demographics, medical history, essure insertion/removal date, and reporters were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("rash/skin conditions"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and dermatitis allergic had resolved and the psychological trauma, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, general. Abnormal. Bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. Essure model ess205 updated to ess305. New events abdominal pain, general. Abnormal. Bleeding, uti, rash/skin conditions ,psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.